Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low glucose reading of 39 with blacking out, sweating, shaking, and weakness, after which a nearby nurse assisted and the user self-treated with oral glucose tablets, juice, and crackers; the device-related issue could not be characterized due to insufficient information regarding a specific component. Symptoms included hypoglycemia and shaking/tremors. Outcomes included an unexpected medical intervention in the form of medication and oral glucose. Investigation included communication with the user and analysis of information provided by a third party. Investigation of this case revealed no findings available and no specific device problem or component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.